Event description:
The facility representative reported a colleague infusion pump with the rubber loose on the vblock. It is unknown when this condition occurred. This condition had the potential to interrupt delivery. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available. The user interface module software version is 7.01.00.

Manufacturer narrative:
(B)(4). The reported condition was confirmed during product evaluation. However, the assignable cause was not identified. The v-block rubber was reattached to correct the reported condition. Additional information: this device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem for this pump. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Additional information: upon further review, the quality engineer has identified a damaged friction pad as the assignable cause. A device history review was performed, finding that no exceptions were noted during the manufacturing of this device. Should additional information become available, a follow-up medwatch will be submitted.